Event description:
A report was received that the patient¿s lead displayed high impedance readings. An x-ray revealed that the lead may be fractured. The patient underwent a revision procedure and the physician replaced the lead and the lead splitter. The physician assessed that the lead fracture was due to a non-device related fall. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient lost two contacts. X-ray showed that the electrode was fractured. The patient underwent a revision wherein lead and splitter was replaced. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.